Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 550 mg/dl. Customer¿s blood glucose was 486 mg/dl at the time of the incident. Customer stated that their insulin pump got damaged. Emergency medical service was dispatched. The customer experienced symptom like feeling dizzy. Customer was on heart monitor also had echo cardiogram and had chest x-rays, customer had a treadmill test on (B)(6) 2017. The customer was wearing the insulin pump during the hospitalization. We did troubleshoot for high blood glucose and advised customer that insulin pump is working as designed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with the operating currents within spec. And passed the self test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08725 inches. Pump received with cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.